Event description:
It was reported that the balloon ruptured during the procedure. A 4.0 mm x 60 mm x 135cm ranger drug coated balloon was selected for use in an angioplasty procedure to treat peripheral artery disease in the superficial femoral artery. During the initial inflation, the balloon ruptured when inflated to 9 atmospheres (atms) for 20 seconds. Patient anatomy conditions revealed moderately tortuous anatomy, 75% stenosis and mild calcification. The device was removed using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.